Manufacturer narrative:
B5- the reporter indicated that a 12.6mm ,vticm5_ 12.6, -13.0/2.5/127 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients rights eye (od) on (B)(6) 2021. It was noted that the lenses were switched (left eye lens was implanted into the right eye ). Cause of this event was reported to be user error. It was reported that lens repositioning was performed on (B)(6) 2021 and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticm5_12.6, -13.0/2.5/127 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients rights eye (od) on (B)(6) 2021. It was noted that the lenses were switched (left eye lens was implanted into the right eye). Cause of this event was reported to be user error. It was reported that lens repositioning was performed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.